Manufacturer narrative:
Additional, changed, and/or corrected data: a.2., a.4., b.5., d.6b., h.6.

Event description:
Healthcare professional reported "rupture¿ and ¿textured to smooth implant exchange¿ . This record is for the left-side. Device has been explanted and replaced and it is unknown whether it will be returned.

Manufacturer narrative:
Continued: state: ab zip code: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture¿ and ¿textured to smooth implant exchange¿ . This record is for the left-side. Device remains implanted and it is unknown whether it will be returned.